Event description:
The facility reports two sides were placing a toileting sling under the resident in order to transfer him from the chair to the bed. They had raised the resident out of chair, about four feet off the floor. The first caregiver used the bar to position the resident with his head up a little. The lift then snapped and the resident fell to the floor. The bar knocked the resident's glasses off his face as it went past his head. The resident sustained a minor injury (bruise) to his elbow and a cheat contusion.